Manufacturer narrative:
Investigation summary: samples received at bd (B)(4) but they were missing. Thirty retained samples of lot 1706205p are evaluated. On visual inspection of these thirty samples, no damage or molding defect can be observed in any of them. The stopper is correctly assembled in the thirty syringes. Leak test was carried out with the 30 retained samples with no leakage observed. DHR of lot 1706205p has been reviewed not finding any annotation or deviation regarding the alleged defect. Investigation conclusion: this issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples meet acceptable standards, a definitive root cause cannot be determined. Root cause description: an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while drawing up medication using a bd¿ perfusion syringe 14 g x 1 1/4 inch, the device leaked. There was no report of injury or medical intervention.